Event description:
The contact stated the customer tested his blood glucose and received a reading of 199 mg/dl. He retested a few minutes later using his accu-chek meter and received a reading of 98 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.